Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the device was not detected on the bus. The nurse restarted the system, and when it came back online, all drawers were down and displayed a device not detected on bus error message. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & H.4: Serial Number, Unique Device Identifier, and Manufacturer Date not available.Upon investigation of the actual device used in this incident, it was determined that the drawer board completely out. A Field Service Engineer (FSE) replaced the drawer board, reseated all associated cables within the drawer, and rebooted the station. After the system loaded, the customer completed an inventory count successfully, the board status lights illuminated normally, and the issue was resolved. The system functioned as intended after the Field Service Engineer repaired the device.